Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. It was reported that the patient went in for an MRI that not related to the patient's therapy. It was reportedly working fine. When the patient moved 100' away from the MRI suit it was not able to communicate. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported they could not pick up the battery when they were near the MRI equipment so they moved 100 feet away, then even farther and still could not pick up the battery. They reportedly tried both a patient programmer and a physician programmer to communicate with the battery. It was determined that the battery was at its end of life as it was put in 5+ years ago. No further information reported.